Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: 02-010-03-0330 - logic cr femoral cem, right, sz 3 (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 204-34-04 - fluted stem extension 40l x 14 mm (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t (B)(6).

Event description:
As reported, approximately 8 years and 3 months post initial cruciate retaining right total knee arthroplasty (tka) with a 9mm crc poly, a revision was performed at which time an activit-e 9mm crc poly was implanted. An x-ray had been performed and it was stated that the components appeared to be well fixed and the only indication for revision was pain. The event was unrelated to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The underlying cause of the pain leading to the revision reported could not be conclusively determined. Isolated edge wear was noted on the image of the tibial insert but overall appears unremarkable for an implanted device. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. H6: corrected medical device and investigation clinical codes.